Event description:
It was reported that the patient had a shocking or jolting sensation. The patient was currently on vacation. Caller reported the day before yesterday, the patient used her programmer to adjust stimulation and got electrocuted by programmer. The patient felt shocking sensation in her hand. It burned her so bad and she got scared to death. She could not believe how strong and powerful the charge was from her programmer. Shocking sensation happened when she turned programmer on to do the increase and as soon as she put programmer on it electrocuted her. The patient does not want to touch programmer anymore. The patient and caller believes programmer was defective and needs to be replaced. It was reviewed programmer would not cause shocking. The patient had no falls/trauma and it never happened before. Patient had not notified her hcp (healthcare provider) yet. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# va086fc, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).